Event description:
It was reported that the patient developed a hematoma in the device pocket a few days post implant. The doctor performed a pocket revision to successfully address the hematoma. There were no additional adverse patient effects. The system remains implanted.